Event description:
Before the lead was to be implanted, the screw mechanism was tested. The screw usually requires 15-20 rotations. In this lead, the screw was not extended. After approximately 35 rotations, the entire lead tip caved in by approximately 4 cm and then slowly the screw appeared. The screw could not be retracted.